Event description:
It was reported that approximately seven weeks post-implantation, the patient underwent a right hip I&d due to infection. The patient presented at the ER with pain, wound infection, and increased drainage that did not improve a day after a fall. They underwent an I&d procedure and found purulent drainage and necrotic abductors that were barely attached. They were treated with outpatient IV antibiotics. One month later, the patient presented with chills, fevers, tachycardia, hypotension, severe sepsis. The patient underwent a full 1st stage revision. Abundant heterotopic ossification was debrided. A competitor cement spacer with antibiotic beads placed. The patient continued to experience various infections with no information regarding reimplantation reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. Review of the reported event by a health care professional found: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint is not confirmed. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The root cause of the reported event was determined to be unrelated to the device. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.